Manufacturer narrative:
(B)(4). MFR awaiting product return for eval.

Event description:
Healthcare professional reports: inconsistent results on the hgb pro professional hemoglobin testing system (hgb pro) vs an unspecified lab instrument. On (B)(6) 2010, hgb pro 5.2 g/dl vs unspecified lab system 7.3 g/dl. Target range is 12.5g/dl - 17g/dl. Pt was sent to the hospital and is currently okay. No adverse reactions reported.